Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Blood was observed on the adhesive pad of the returned device. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the reported events could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 280 mg/dl while wearing the pod between 24 and 36 hours. The pods cannula had become dislodged from the infusion site. In addition the patient experienced bleeding at the insertion (leg) site. As treatment, the patient applied a new pod and administered a correction bolus.